Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was unable to confirm nor replicate the reported event. However, as part of a preventive measure, the fluidics module was replaced and returned for testing. The system was tested and found to meet product specifications. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The fluidics module was received for testing on this investigation as part of a preventive measure. A visual assessment of the returned sample revealed no obvious nonconformity. The returned module was inserted into a known good unity console and was functionally tested through post three times. A cassette was also inserted and primed. During this test, there were no issues. Lastly, the returned sample was inserted into a sub-assembly and also passed. The fluidics module was found to have no problem. Therefore, the root cause of the reported event is inconclusive. The fluidics module was found to have no problem. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic console exhibited chamber unstable during surgery.the procedure details and patient impact were not reported. Additional information has been requested, but none received to date.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).